Manufacturer narrative:
Approximate age of device - 1 year 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted for esophageal cancer diagnosis. Ldh was stable in the 500 range but this was higher than the baseline of 300. It was stated in additional information received on (B)(6) 2018 that the patient was on a heparin bridge while coumadin was on hold due to procedures related to the cancer diagnosis. The patient remained inpatient at the time of the gfe ((B)(6) 2018). Was to remain inpatient until a cancer plan was established.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. A direct relationship between the device and the reported event could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.